Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(6) - noise was noted for this lead and a fracture was confirmed. Also, it appears the lead has dislodged. No inappropriate therapy occurred. The patient was hospitalized and therapy was turned off while they discussed options. There were no adverse patient side effects reported.